Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.75 mm x 12 mm nc emerge® balloon catheter was advanced to post- dilate an implanted stent. The balloon was first inflated at 10 atmospheres. During the second inflation at 18 atmospheres the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injury were reported.